Event description:
The patient fell down stairs and subsequently felt a burning, pinching pain at the ins and lead sites along with intermittent stimulation. She turned the device off. Further information is being requested from the hcp.